Event description:
On 10/11/2024, it was reported by a sales representative via (B)(4) that an ar-6482 dualwave remote had exposed wires. This was discovered during use, and was switched out to complete the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.